Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis pharmacy server does not indicate that morphine 1 mg/ml-50 ml oral syrup was loaded to the gnm52 pyxis station. When pharmacy staff review the medication list for gnm52 on the pyxis server, the medication does not appear as loaded; however, upon physically accessing the gnm52 station, morphine 1 mg/ml-50 ml was confirmed to be loaded, inventoried, and refillable. Due to the discrepancy between the server and the physical station, no stock-out, critical low, or pick-and-refill reports were generating, resulted on pharmacy was not being prompted to refill the medication. Pharmacy became aware of the stock-out only after nursing called requested the medication stat, as the station was completely out. This issue caused delays on pharmacy restocking and subsequently delayed timely medication administration to patients. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.